Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was later removed. Reportedly, "the refraction sphere of left eye reported wrongly." Cause of the event was user error.

Manufacturer narrative:
A4-a6:unk. Manufacturer narrative: secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).